Event description:
The patient presented to the hospital emergency room experiencing phrenic nerve stimulation. The pulse generator did not appear to be delivering back up pulses, the patient is dependent. The pulse generator remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.